Event description:
Additional information was received stating that the patient had a left posterior communicating (pcom) artery aneurysm. After the catheter leak was noticed, it was removed immediately. The procedure was completed by replacing the catheter with a new one.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box and within an unsealed plastic biohazard pouch. Visual inspection/damage location details: no damages or irregularities were found with the echelon-10 hub. No bends or kinks were found with the echelon-10 catheter body. No damages were found with the echelon-10 distal tip or marker band. The micro catheter body was found with a cut or partial break at the proximal marker band (figure f). Testing/analysis: the echelon-10 total length was measured to be ~152.6cm and the useable length was measured to be ~144.9cm, which is within specification (specification: total (ref) = 152cm; usable = 144.0 cm ± 1.5cm). The echelon-10 micro catheter was flushed, and water was observed exiting the distal end and out of the damaged location (figure g). Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter leak¿ was confirmed. The leak was found due to the cut or partial break found on the micro catheter. The cause of the damage could not be determined. It is not possible to rule out manufacturing as a potential cause for the catheter cut, therefore, a DHR will be required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the echelon catheter was observed to have a leak. The patient was undergoing surgery for treatment of an aneurysm. The accessed vessel was the femoral artery with a diameter of 5.3 mm. It was noted the patient's vessel tortuosity was minimal. It was reported that water leakage was observed at the distal marking point of the echelon microcatheter. It was reported there was a catheter leak in the distal section of the catheter. The catheter was inspected or tested prior to use. The leak was observed during use. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).  The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.